Manufacturer narrative:
Product ID 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 3777-60, serial# (B)(4), implanted: 2012-(B)(6), product type lead product ID 37754, serial# (B)(4), product type recharger product ID 37744, lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had to charge his battery more than expected. It was stated that there were coupling and or communication issues. It was noted that the patient's implantable neurostimulator (ins) appeared to be tilting. It was stated that the patient was scheduled for a pocket revision within the next couple weeks to fix the issue. If additional information becomes available, a supplemental report will be filed.